Manufacturer narrative:
Additional information has been requested regarding this event; however, no additional information was able to be obtained. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that the patient with this newly implanted implantable cardioverter defibrillator (ICD) had a near syncopal episode of lightheadedness and dizziness. There was a ten second pause in pacing noted. The lead measurements were noted to be good. The patient had been given antibiotics at the time of the episode and had a reaction immediately and started vomiting; therefore, it was noted that the episode could have been related to the medications. No additional adverse patient effects were reported. The device remains in service.